Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 316 mg/dl. The customer stated that they changed the infusion set. The customer stated that she needed to change a setting on the insulin pump and does know which one. The customer was advised to call diabetes educator to find out what setting to change and to call back. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.